Event description:
On (B)(6) 2014, the patient contacted animas stating the down arrow and contrast keypad buttons were intermittently responsive. The contrast button has no affect on insulin delivery function. The issue reportedly was noticed a month ago. The patient denied damage to the keypad. There was reportedly no evidence of moisture or corrosion to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/05/2014 with the following findings: no damage was found to the keypad. The down arrow and contrast keypad buttons were found to be intermittently responsive and required multiple button presses to elicit a response. The up arrow and ok keypad buttons were found to be responsive to user input. The keypad cover was removed; contamination was found under the button key contacts. Unrelated to the complaint, a hole was found in the bolus button cover; the bolus button was found to be responsive to button presses. Also unrelated to the complaint, the battery compartment was found to be cracked around the opening of the battery chamber. The returned battery cap tightly secured to the pump with no visible yellow o-ring or loss of power issues. There was no evidence of moisture damage in the battery compartment.